Manufacturer narrative:
Device MFR date: electrode belt - 11/2006, monitor - 03/2004. Device evaluations of electrode belt and monitor have been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. Two pins probably touched while being inserted into the monitor which caused the belt to gel. The damaged electrode belt connector was replaced. It was retested and then restocked. Monitor was found to operate normally. It was restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt and monitor.

Event description:
A male patient contacted lifecor customer support to report that he was putting together the new monitor and electrode belt that he received today, and the electrode belt gelled. He stated he was not wearing the device, but had the battery pack in the monitor while attaching the belt. Support sent the patient another monitor and electrode belt that was already connected together.